Event description:
On 8/26/96, co was informed on a death certificate that the pt had expired due to ventricular tachycardia. It is unk if the device was explanted and will be retuned to co for analysis.